Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was report that when the nurse tried to self test and print the defibrillator automatically cuts off power and the screen goes black. There was no patient involvement.

Manufacturer narrative:
Results of functional testing indicate that the battery was faulty. Based on the information available and the testing conducted, the cause of the reported problem was due to a faulty battery. The reported problem was confirmed. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The battery was replaced to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.